Manufacturer narrative:
A manufacturing representative went to the site to analyze the instrument and noted that none of the teeth on the instrument were loose, but one tooth was slightly bent from use. It was noted that there was not enough damage to warrant a new instrument. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received clarifying the event. The concern was with a reference frame post teeth being bent. The site has continued to use the reference frame post for several more cases.

Manufacturer narrative:
The instrument has not been returned to medtronic for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the percutaneous spine reference frame was damaged. There was no patient involved.